Event description:
Patient in labor and had an epidural catheter inserted. The continuous epidural infusion was started using the hospira pca pump. The pump alarm went off stating "almost empty bag". The bag was found to be full after 6 hours of continuous infusion and several boluses. There was 93cc in a 100cc bag. The patient was happy with her pain control even though she had some breakthrough pain. The company was notified. They do not support this pump anymore. The pump was removed from service.